Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes the inabili ty to interrogate the device. Also noted are output, capture, sensing and telemetry anomalies.